Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient stated that they experienced worsening of bite, tmj, and recession due to byte aligner.